Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient's symptoms have resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with staph marginal keratitis in the left eye one day following photorefractive keratectomy (prk). The patient was noted to have diffuse lamellar keratitis (dlk). The previously prescribed topical steroid eye drop was increased and an oral steroid was prescribed. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.